Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cortex screw was broken at the screw head when the surgeon inserted the cortex screw in the bone after pre-drilling with a 1.1 mm drill bit. A broken piece of the cortex screw was remained in the patient¿s bone. Eventually, the surgeon used both a 1.5 mm and 1.1 mm drill bit to complete screw insertion. There was no delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was the shaft of the broken screw that remained in the patient&#38112;body.

Manufacturer narrative:
A product investigation was completed: only the screw head of the complained implant was received for investigation. The threaded shaft was left in the patient and is not available for investigation. Due to the damage the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The device is not etched because of its small size. The listed article and lot number was given on the device report. The device history record review was conducted using the available information. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We are not aware of any quality issues associated with this article and lot number. The microscopic investigation of the fracture surface shows the typical view of a forced rupture; no anomalies of materials structure are visible. No product related non-conformity was found. We consider this breakage to be caused during a mechanical overloading situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient¿s age is (B)(6). Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.